Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of insufficient hemostasis could not be replicated or confirmed. The event unit met current specifications and there were no visible nonconformances. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy. Event description: translation: the customer does have the clamp, but does not have the batch number. Incident: the clamp does not seal properly, but the generator does not transmit an alarm. For generator cycle completed successfully. Customer opens a 2nd clamp and toto ok. Additional information received by email from applied medical representative on 9sep20: sealing a vessel or tissue bundle did not directly lead to bleeding. Round ligament and mesometrio were being sealed when the insufficient hemostasis was observed. No tension was applied to a vessel or bundle that was being sealed. The device was being used during the first 5 or 10 minutes when the surgeon started noticing the insufficient hemostasis. Insufficient hemostasis was observed with all seal. There was no buildup on the jaws when the insufficient hemostasis was observed. The jaws of the device were not cleaned during the procedure. Doctor doesn't remember where along the seal site with respect to the jaw the insufficient hemostasis was observed. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Additional information received by email from applied medical representative on 17sep20: they corrected the insufficient hemostasis with a new handpiece. When trying to seal, there were no thermal effects. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: translation: the customer does have the clamp, but does not have the batch number. Incident: the clamp does not seal properly, but the generator does not transmit an alarm. For generator cycle completed successfully. Customer opens a 2nd clamp and toto ok. Additional information received by email from applied medical representative on 9sep2020: sealing a vessel or tissue bundle did not directly lead to bleeding. Round ligament and mesometrio were being sealed when the insufficient hemostasis was observed. No tension was applied to a vessel or bundle that was being sealed. The device was being used during the first 5 or 10 minutes when the surgeon started noticing the insufficient hemostasis. Insufficient hemostasis was observed with all seal. There was no buildup on the jaws when the insufficient hemostasis was observed. The jaws of the device were not cleaned during the procedure. Doctor doesn't remember where along the seal site with respect to the jaw the insufficient hemostasis was observed. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Additional information received by email from applied medical representative on 17sep2020: they corrected the insufficient hemostasis with a new handpiece. When trying to seal, there were no thermal effects. Patient status: no patient injury or illness occurred associated with the complaint event.